Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 144-145 and 414-415 mg/dl. Customer changed their infusion set and resumed insulin delivery.